Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and meropenem injection (unknown dose, intravenous, discontinued) for peritonitis. Six days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered (four days after the peritonitis diagnosis). Pd therapy was ongoing. No additional information is available.